Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400 (mg/dl) range. Reportedly, the customer did not know the cause of the impacted bg level. During a system check with tandem technical support, it was confirmed that the pump was functioning as intended. The customer delivered a correction bolus via the pump to stabilize elevated bg level.